Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is a combined initial and follow-up report.

Event description:
Name of procedure being performed: salpingo-oophorectomy. Detailed description of event: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Rep was in procedure. While removing specimen through 8mm port, bag ripped at the tip. Specimen was in the bag at the time and fell out. A second bag was opened and the specimen retrieved. When pulling the second bag out of the 8mm port, the second bag ripped at the tip. The incision site was extended and a third bag was opened to retrieve the specimen and complete the case. The bags did not fragment. Other instruments were not used during the use of the inzii. There was no patient injury. No photos available. The devices were discarded by the hospital. Patient status: fine. Type of intervention: opened a new cd003 and retrieved specimen.